Event description:
It was reported that during a routine follow up, stored egms revealed noise which led to inappropriate diagnosis of vf. No inappropriate therapy was delivered. The noise was not reproduced with pocket manipulation an d isometric exercises. Insulation damage was noted during explant.

Manufacturer narrative:
Analysis found internal insulation abrasion under the rv shock coil. The re cables and inner lumen of inner coil were abraded. This damage could cause the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.